Manufacturer narrative:
A revision procedure was planned for a date in the future. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that a revision procedure was performed approximately one month later. A lead fracture of another manufacturer's implantable defibrillation lead was confirmed. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's implantable defibrillation lead exhibited high out of range shock impedance measurements. Acceptable shock impedance measurements were obtained when the programmed configuration was changed to distal coil to can. A lead fracture was suspected. No additional adverse patient effects were reported.